Event description:
The customer called initially to report that all patient samples tested for 25-hydroxyvitamin d (vitamin d) from the previous evening were high. The customer noticed that the sipper probe was dripping and that the pinch valve tubing number 9 was full of air. The customer replaced the pinch valve tubing and performed maintenance, including liquid flow cleaning. The customer then stated that the level 2 quality control trended higher after the pinch valve tubing change. The customer then ran a calibration and this failed. The customer stated that the sipper probe was no longer dripping at the time they calibrated. The customer then later noticed that water was slowly dripping again from the sipper probe and that there was air in the pinch valve tubing. The field service representative was then dispatched to check the analyzer. The field service representative determined that the sipper probe was damaged. He replaced the sipper probe. The operator then performed quality controls and all results met specifications. The customer repeated the samples after the field service representative resolved the analyzer issue. The customer stated that they had to send out corrected results for 50 patient samples tested for vitamin d. The customer provided examples of results for 5 patient samples and of these 5 samples, four were found to have erroneous results. Samples with initial results greater than 60 ng/ml were manually diluted and the results from these diluted samples were reported outside of the laboratory. The customer had started to raise suspicion about the vitamin d results because they usually do not have to do too many dilutions for that assay. Sample one initially resulted as 60 ng/ml accompanied by a data flag. The sample was then manually diluted and repeated, resulting as 97 ng/ml. The 97 ng/ml value was reported outside of the laboratory. After the analyzer service was performed, the sample was repeated and resulted as 43 ng/ml. The 43 ng/ml value was believed to be correct and a corrected report was issued for this value. Sample two initially resulted as 25 ng/ml and this value was reported outside of the laboratory. After the analyzer service was performed, the sample was repeated and resulted as 11 ng/ml. The 11 ng/ml value was believed to be correct and a corrected report was issued for this value. Sample three initially resulted as 60 ng/ml accompanied by a data flag. The sample was then manually diluted and repeated, resulting as 85 ng/ml. The 85 ng/ml value was reported outside of the laboratory. After the analyzer service was performed, the sample was repeated and resulted as 41 ng/ml. The 41 ng/ml value was believed to be correct and a corrected report was issued for this value. Sample four initially resulted as 60 ng/ml accompanied by a data flag. The sample was then manually diluted and repeated, resulting as 89 ng/ml. The 89 ng/ml value was reported outside of the laboratory. After the analyzer service was performed, the sample was repeated and resulted as 51 ng/ml. The 51 ng/ml value was believed to be correct and a corrected report was issued for this value. The vitamin d reagent lot number was 17526301 with an expiration date of 01/31/2015.

Manufacturer narrative:
The customer has confirmed that there have been no further issues with the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.